Manufacturer narrative:
Updated data: a.4: patient weight b.5: event description b.7: relevant history h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the evaluation of this patient implanted with a 23mm aortic bioprosthetic valve and a 28mm mitral annuloplasty ring, a computed tomography (CT) performed noted that the patient had a pacemaker located on the left chest. There was no information on the date the pacemaker was implanted. No patient complications have been reported as a result of this event. Additional information was received that reported the reason for pacemaker implant as paroxysmal atrial fibrillation and premature v entricular contractions. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the evaluation of this patient implanted with a 23mm aortic bioprosthetic valve, a computed tomography (CT) performed noted that the patient had a pacemaker located on the left chest. There was no information on the date the pacemaker was implanted. No patient complications have been reported as a result of this event.